Event description:
A healthcare facility in san diego has reported via a fisher & paykel healthcare (f&p) representative that the bc801-10 infant nasal mask medium bcpap could not hold a seal and leaks. There was no reported patient consequence as the mask was replaced immediately after noticing the reported failure. The healthcare facility further reported that they currently have ninety unused masks from two different batches. Fisher & paykel healthcare (f&p) has requested the healthcare facility to return all the masks for an investigation.

Manufacturer narrative:
(B)(4). Section g4: PMA/510(k) number: no 510(k) number was added in section g4 of the report because the device is a class 1 device and exempt from PMA pathway to regulatory approval. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in san diego has reported via a fisher & paykel healthcare (f&p) representative that the bc801-10 infant nasal mask medium bcpap could not hold a seal and leaks. There was no reported patient consequence as the mask was replaced immediately after noticing the reported failure. The healthcare facility further reported that they currently have ninety unused masks from two different batches. Fisher & paykel healthcare (f&p) has requested the healthcare facility to return all the masks for an investigation.

Manufacturer narrative:
(B)(4). Section g4: PMA/510(k) number: no 510(k) number was added in section g4 of the report because the device is a class 1 device and exempt from PMA pathway to regulatory approval. Method: the complaint devices bc801-10 infant nasal mask medium bcpap were not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photography provided by the customer and our knowledge of our product. Results: the customer reported that the bc801-10 infant nasal mask medium bcpap could not hold a seal and leaks. The provided photography and videography reports that the wall seems to be thinner on size medium masks when compared to size small masks and creates a gas pathway when bent inside the interface. Conclusion: without the complaint device, we are unable to determine the exact cause of the reported fault. The user instructions that accompany the flexitrunk infant interface illustrate in pictorial format the correct set-up and proper use of infant interfaces, including the nasal mask and nasal tubing. It also states the following: "connect prongs and mask to nasal tubing ensuring that it is inserted fully." "If using mask: connect to patient by placing mask around the nose. The mask should sit comfortably around the patient's nose. It must not occlude the nostrils or touch the septum and should not be over the lip or over the eyes." "Check that all circuit connections are tight before use and after any adjustment."